Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker had an infection and erosion. Reportedly, the patient was scratching the implant site due to itchiness which resulted in device exposure to the outside of the body. A revision was performed and the pacemaker with the right ventricular (rv) lead were explanted. No additional adverse patient effects were reported. The pacemaker was not returned for analysis.